Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2004 due to infection. All components were removed and replaced with cement spacers.